Manufacturer narrative:
(B)(4). Batch #: u94n6w. Additional information was requested and the following was obtained: the three devices experienced the same issue? Yes is completely detached from shaft of the device? Yes attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a lap sigma the front of the spatula was bent and has fallen out. 3 devices were opened. Only at the 4th, did the device work and the surgery could be completed. No harm to the patient.